Event description:
Customer reported the alarm has no alarm tone when pressure is off the pad. Biomed technician opened the alarm and saw that two solder joints were disconnected from the circuit board for the volume and he repaired it. The customer was asked that the alarm be returned to posey for inspection and for the customer not to open or repair any posey alarms. There was no patient incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: this report is based solely on the initial information provided by the customer. (B)(4).